Event description:
It was reported that the procedure performed was to treat an internal carotid artery. The emboshield nav6 embolic protection system (eps) was used. During removal of the eps, resistance was noted with the anatomy. Force was applied and the distal end of the barewire separated. A snare was used to remove the separated portion. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: excessive force.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing was unable to be confirmed as it was related to procedural circumstances. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) warns: ¿torquing the barewire filter delivery wire against resistance may cause barewire filter delivery wire damage and/or barewire filter delivery wire tip separation¿. In this case, it could not be determined if removing with force caused or contributed to the reported difficulties. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that the barewire tip became entrapped within the lesion resulting in difficulty removing and ultimately separation of the barewire tip. Unexpected medical intervention was required to snare the separated tip. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.